Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient's lead was showing high impedances . The patient underwent a revision procedure wherein the lead was replaced due to a suspected damage. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2108-50m, serial #: (B)(4), description: scs lead kit, phase 2 sterile package.

Manufacturer narrative:
Sc-2108-50m (sn (B)(4)). The complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 9 inches from the distal end, where the lead appears to have been sutured. All cables were broken/severed at this spot. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. Sc-2108-50m (sn (B)(4)). Device evaluation indicated that the lead passed visual, electrical, mechanical and photographic imaging tests performed. The complaint of high impedance was not confirmed as lead was tested with associated ipg. All impedance readings were within normal range. The lead exhibits normal device characteristics.

Event description:
A report was received that the patient's lead was showing high impedances . The patient underwent a revision procedure wherein the lead was replaced due to a suspected damage. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient's lead was showing high impedances . The patient underwent a revision procedure wherein the lead was replaced due to a suspected damage. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient's lead was showing high impedances . The patient underwent a revision procedure wherein the lead was replaced due to a suspected damage. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2108-50m, serial #: (B)(4), description: scs lead kit, phase 2 sterile package.